Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen articular surface catalog # 00596203014 lot # 64237271. Report source: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2019 - 03215. Remains implanted.

Event description:
It was reported that during a knee arthroplasty, the device was not seating properly with mating component. Another device was used to complete the surgery. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Event description:
It was determined this device did not cause or contribute to a serious injury and has not been identified as a reportable malfunction. Please void this submission.

Manufacturer narrative:
It was determined this device did not cause or contribute to a serious injury and has not been identified as a reportable malfunction. Please void this submission.